Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947m implantable tachy lead - 2013-(B)(6), 1388tc competitor implantable pacing lead - 2009-(B)(6). (B)(4).

Event description:
It was reported that the patient complained that the night of implant, the device was 'bouncing around.' The lead was reprogrammed, and the sensation resolved. A few days later, the sensation has returned. It was further reported that the sensation was confirmed to be diaphragmatic stimulation, and the lead thresholds were reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient complained that the night of implant, the device was 'bouncing around.' The lead was reprogrammed, and the sensation resolved. A few days later, the sensation has returned. Follow up is currently in process for additional information. The lead remains in use. No further patient complications have been reported as a result of this event.